Event description:
It was reported that during a rotational atherectomy procedure, the rotalink burr catheter detached. The totally occluded lesion was located in the heavily calcified and tortuous right coronary artery (rca). The physician initially attempted to cross the lesion with a maverick balloon, but was unsuccessful. The lesion was crossed with a rotawire floppy guidewire and rotational atherectomy was performed with a 1.5mm burr at 200 rpm. While attempting to remove the burr, it became stuck in the lesion. The shaft of the burr fractured and the burr became loose in the body. The physician was unable to retrieve the burr. The patient was sent for bypass of the rca. The 8fr. Sheath was sutured in and the guide catheter, burr and guide wire were left in situ for removal in the or. The pt was asymptomatic on the way to surgery. No attempt was made to remove the burr during surgery and the artery was tied. The pt had numerous complications and several health factors. The pt developed acute renal failure requiring dialysis. The pt's chest had remained "open for a few days" following the third or fourth exploration. The patient developed mediastinitis and died 11 days later. No autopsy was performed. Cause of death is unknown.

Manufacturer narrative:
Device was not returned to MFR, thus a returned product analysis could not be conducted. The root cause of the event could not be determined.